Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). The device failed the homechoice return instrument test / evaluation (rite) functional test for volumetric accuracy, but passed the rite electrical test. The rite failure was confirmed during rite testing. The logs from the rite functional test were reviewed and revealed that all volumes delivered were actually within specification and the device passed all testing pertaining to accuracy confirmation & temperature verification. A cause for rite test failure - volumetric accuracy was undetermined. The device to be routed to the service area.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, and last fill. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.